Event description:
This was a cardiac lead removal case conducted in the o.r. To extract of a mdt 5076 pacing lead (105 months old) from the rv. An arterial line was placed and fluoroscopy was utilized throughout the case. Surgical backup and a thoracotomy tray were available. The lead was prepped with an lld-ez. The physician used the laser on the rv lead and encountered heavy scarring and lead-on-lead binding with the ra lead, also a mdt 5076. The 12f sls ii and visisheath were advanced into the tricuspid valve region, when a decline in bp occurred-from roughly 115 to 50 systolic. A tee was performed and an effusion was noted. The surgeon physician then performed a sternotomy and located the injury - a tear in the svc/ra junction. Due to the location of the injury, the decision was made to put the patient on cardiopulmonary bypass in order to aide in the repair. The injury was repaired surgically and the patient was taken off pump. An epicardial lead was placed in the rv and the original rv lead was capped and left in place. It was noted that there was a great deal of calcification in the area of the injury, and it was suspected that this may have been related to a previously removed dialysis port in the svc. Time from bp decline to tee was roughly 4 minutes. Time from tee to sternotomy was roughly 2 minutes, and total repair time from the initial status decline was roughly 90 minutes. The patient was stable and in ICU as of the afternoon of (B)(6) 2012. Sometime on (B)(6) 2012, a slow leak in the suture line was identified, and per decisions made, no further surgery was conducted. The patient expired on (B)(6) 2012. The device was returned for evaluation, and a follow-up report will be filed upon completion of that evaluation.

Manufacturer narrative:
Device evaluation:the device returned for evaluation was received without the connecting cable and coupler (they had been cut off at the facility). A visual inspection of the sls catheter was conducted for the portion returned and no visual defects were found. The lot history record review showed no applicable issues or non-conformances.